Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station offline due to network issue. A technical support specialist is recommended to contact the it department, as they are currently able to manage requests to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system was not communicating.the customer reported that users were unable to remove medication from the station.there were no adverse events or injuries reported based on this incident.